Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery and his blood glucose exceeded 400 mg/dl. The customer managed to treat with the pump but received another no delivery alarm right after. Troubleshooting was initiated for the high blood glucose. His blood glucose at the time of incident was 246 mg/dl, but his current value was 458 mg/dl. He experienced nausea and shakiness due to the hyperglycemia. The insulin pump and its treatment components were inspected and there were no apparent anomalies. The customer was also to prime the pump all day and during troubleshooting as well. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change his entire set and insulin. Additionally, the customer mentioned he was hospitalized a month ago but did not want to provide details. The reservoir, infusion set, and pump will be returned for analysis and a replacement of each product plus a tubing clamp was sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.